Event description:
It was reported that a novum iq large volume pump failed to start a bolus infusion of lactated ringers solution. This was observed during testing in the biomed service department. The pump displayed the quantity of fluid that should flow; however, the solution bag remained full. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional flow accuracy testing was performed and the device met specifications. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.